Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tlh, bso and cystoscopy; due to bilateral paravaginal detachment, sui and symptomatic rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent removal of granulation tissue and removal of left wall suture on (B)(6) 2009 due to left pelvic sidewall pain with granulation tissue. It was reported that patient underwent cystocele repair on (B)(6) 2010 due to recurrent midline cystocele. No additional information was provided.